Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A diabetes therapy consultant reported via email of low battery alert, button error and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised of the unexplained no delivery alerts. The customer had to restart the rewind to complete. The customer stated that he had frequent battery changes which lead to sudden power down and loss of settings. The customer stated that the act button was stuck. The customer stated that insulin squirted out during prime. The customer declined assistance for 24 hour helpline.